Manufacturer narrative:
Device evaluation summary: service personnel evaluated the ventilator and replaced the breath delivery xena ii printed circuit board (bd xena ii pcb). The bd xena ii pcb was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and failed the power on self test generating a "vent inoperative" condition. The fault was isolated to the microprocessor, component reference designator u27. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon powering on, the 840 ventilator generated an alarm, a background fault error code and service mode could not be entered. The ventilator was not in use on a patient at the time of the reported event.